Event description:
It was reported the pt is unable to communicate with her scs ipg and external devices. The pt stated she has not charged or used her scs ipg in approx six months. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.